Manufacturer narrative:
A review of the manufacturing history records confirms that the custom proximal tibial replacement jts device was manufactured in accordance with the specifications and no abnormalities or deviations were identified. A review of the device surgical technique confirmed that the instruments provided with the device are outlined in section 3 - instruments. The investigation is ongoing and a supplemental report will be submitted. Please note that this device was supplied via compassionate use. Device implanted.

Event description:
The physician ordered a custom proximal tibial replacement jts device for the patient's (B)(6) 2015 procedure. The distributor reported that during the surgery, the surgeon felt that additional instruments which were not provide by the company, were required to complete the procedure. The surgeon requested that a pin puller, ruler, flexible reamers and femoral and tibial specific impactors be provided. The procedure was completed successfully; the surgeon used a competitor's instruments and there was no reported adverse effect on the patient.

Manufacturer narrative:
This issue is a surgeon preference comment related to the instrumentation supplied and does not meet the definition of a complaint. This is being treated as feedback and has been included in the instrument summary feedback report 2016. This is to feedback information from users to the design activity and is to be included in any future development of instruments. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends.

Event description:
The physician ordered a custom proximal tibial replacement jts device for the patient's procedure. The distributor reported that during the surgery, the surgeon felt that additional instruments which were not provided by the company, were required to complete the procedure. The surgeon requested that a pin puller, ruler, flexible reamers and femoral and tibial specific impactors be provided. The procedure was completed successfully; the surgeon used a competitor's instrument and there was no reported adverse effect on the patient. This is a supplemental report to 3004105610-2015-00064 ((B)(4)).